Event description:
The facility reported a corneal burn occurred during the procedure. Additional information from surgeon noted wound was sutured to close.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.